Manufacturer narrative:
Additional information: d9, g3, h3, h6. Broken burr stuck inside shaft, unable to remove. Housing has multiple scratch/scuff marks. See vendor evaluation.

Event description:
On 10/31/2025, it was reported by a facility representative via (B)(4) that an ar-300b burr attachment had a burr break off inside. Noticed during a case, device was replaced and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.